Event description:
A report was received that the patient lost stimulation, had difficulty charging and felt frequent shocking sensations after a non-device related surgery wherein an electrocautery was used. Database analysis revealed that the leads had high impedances. The patient underwent an ipg and lead replacement. The patient was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The broken cables of the lead ((B)(4)) resulted in high impedances. Microscope and x-ray inspection of the lead revealed fractured cables at the bent/kinked location of the lead. This location appeared to be the site where the clik anchor had been positioned. However, the other lead ((B)(4)) was pulled and cut. Damage to lead sn 349959 was a result of a typical explant procedure and it was not considered a failure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient lost stimulation, had difficulty charging and felt frequent shocking sensations after a non-device related surgery wherein an electrocautery was used. Database analysis revealed that the leads had high impedances. The patient underwent an ipg and lead replacement. The patient was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).